Event description:
Our distribution partner surgalign reported the surgeon "saw that the pedicle was broken in the caudal part by the screw compromising the exiting l5 root. We removed the l5 screw, reviewed the root, and maintained the rest of the screws and the rods". Also "the patient cannot dorsiflex his left foot, after surgery."

Manufacturer narrative:
The device remains in patient and is not availabe for investigation. A DHR review was not conducted as the batch number is unknow. This report will be updated should this information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or unapplicable at this time: